Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) devices were received for evaluation; two (2) events were confirmed during testing. One (1) device was found to be affected by corrosion. One (1) device was found to have been affected by wear and a mechanical problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated. One (1) event had patient involvement with no patient impact. One (1) reported event had no patient involvement or patient impact.